Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6) hospital. E1 full name (address 1) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic gastrovideoscope had gone five months since the water filter was replaced. The issue was found during reprocessing. There were no reports of patient involvement.